Event description:
It was reported that the last night from neonatal intensive care unit (nicu) they have a baby cooling on the neonate pad and the pad was wet, and it appeared as though the gel was seeping through the white woven material and caused redness to the baby's skin. The rn changed the pad to another one with the same lot number and the exact same thing occurred. Rn has then gotten another pad with different lot no and there has been no issues so far. It was unknown what medical intervention was provided. Per follow up information received via task on 18jun2024, the neonate pad has been held and they were organizing for its return to be assessed. The pad was unable to be used and staff had to use a new pad. Neonate pads could not be repaired. Therapy was delivered on the same arctic sun device, a new neonate pad was used to continue therapy. No impact to patient. As per investigator notification received via task on 26jul2024, the customer returned 2 neonatal arctic gel pads. Both pads appear to be used with blood stain. As per investigator notification received via task on 11oct2024, it was reported that the customer sent second pad for evaluation with an unknown issue. Per sample evaluation results received via task on 08nov2024, it was reported that there were major kinks were found in the pad lines for the second returned pad that affected flow rate during functional evaluation.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is kinking of the pad lines. Visual evaluation of the returned sample noted one opened arctic gel neonatal pad present with original packaging label. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Major kinking was noted in the tubing on one side of the pad beneath the foam jacket that affected flow rate during functional evaluation. Hydrogel was intact with pad and not separated. Hydrogel adhered to pad well and did not leak or rub off. No crushed dimples or signs of overlamination in the pad. The pad was tested. A total of 0.6 l/min of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 26%, inlet pressure was -7.0 psi. No water leakage or pad wetness was noted during the flow test. When the major kinks were held straight, the flow rate increased to 1.3 l/min with a circulation pump command of 37% and inlet pressure of -7.0 psi. According to the test method, the flow rate was found to be inadequate for the returned pad. (Acceptable range >= 1.0 l/min). The instructions for use were reviewed and found to be adequate. Per the IFU: "if the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m." A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter zip code: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the last night from neonatal intensive care unit (nicu) they have a baby cooling on the neonate pad and the pad was wet, and it appeared as though the gel was seeping through the white woven material and caused redness to the baby's skin. The rn changed the pad to another one with the same lot number and the exact same thing occurred. Rn has then gotten another pad with different lot no and there has been no issues so far. It was unknown what medical intervention was provided. Per follow up information received via task on 18jun2024, the neonate pad has been held and they were organizing for its return to be assessed. The pad was unable to be used and staff had to use a new pad. Neonate pads could not be repaired. Therapy was delivered on the same arctic sun device; a new neonate pad was used to continue therapy. No impact to patient. As per investigator notification received via task on 26jul2024, the customer returned 2 neonatal arctic gel pads. Both pads appear to be used with blood stain. As per investigator notification received via task on 11oct2024, it was reported that the customer sent second pad for evaluation with an unknown issue. Per sample evaluation results received via task on 08nov2024, it was reported that there were major kinks were found in the pad lines for the second returned pad that affected flow rate during functional evaluation.